Manufacturer narrative:
(B)(4). User medwatch # mw5063814. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a kidney stone retrieval procedure performed on (B)(6) 2016 according to the complainant, during the procedure and inside the patient, the zero tip¿ stone retrieval basket was stuck at the end of the ureteral access sheath and broke. The broken piece could not be visualized due to the amount of stone debris within the renal pelvis. The patient did not sustain any harm. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, sex, adverse event and/or problem, outcomes attributed to adverse events, describe event or problem, initial reporter, occupation, event problem codes, type of reportable event, if follow-up, what type?, additional MFR narrative. The patient¿s weight is (B)(6). The complainant indicated that the device was retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used during a kidney stone retrieval procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the zero tip stone retrieval basket was stuck at the end of the ureteral access sheath and broke. The broken piece could not be visualized due to the amount of stone debris within the renal pelvis. The patient did not sustain any harm. Additional information was received on october 04, 2016 confirming that on (B)(6) 2016 another zero tip basket was used to retrieve the broken piece but was unsuccessful. At the end of the procedure, the patient's condition was reported to be good. On (B)(6) 2016, a ureteroscopy procedure was performed. A flexible ureteroscope was used to look for the remaining fragments and the detached piece that was left inside the patient during the first case, but nothing was found.